Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose levels are unknown. The customer stated he changed his reservoir, insulin, and infusion set and would still get a no delivery alarm. The customer discontinued insulin pump therapy in favor of his back up plan two weeks before the report was made. The product is not being returned. Nothing further was reported.